Manufacturer narrative:
Information anticipated, but unavailable at this time.

Event description:
It was reported that during a lap colon procedure, the staples did not form into a "b" shape. The donut was normal and the knife cut properly. No patient consequences were reported. Device will be returned.